Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus pen was not tracking with the overlay screen, and therefore the bezel assembly was replaced, and the stylus pen and overlay screen were calibrated. (B)(4).

Event description:
It was reported that the programmer's touch pen stylus was not working with the programmer screen, that it did not move the area in which it touched. The programmer was returned for service. No patient complications have been reported as a result of this event.